Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, the consumer stated having control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall out of range. The test strips will be returned for eval.